Event description:
It was reported that during an unknown procedure, the clips did not close. It was not reported how the procedure was completed. There were no adverse consequences for the pt. The device was discarded.

Manufacturer narrative:
Info is unavailable; device was not returned for eval.